Event description:
It was reported that "battery life dropped off almost immediately during patient transport". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.

Manufacturer narrative:
(B)(4). The reported complaint for "battery life dropped off" was confirmed by the field service engineer. The product was not returned for investigation. According to the service report, the battery was replaced. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the power issue. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "battery life dropped off almost immediately during patient transport". At the time of this report, the customer has not returned our requests for additional information. If further information is received, the complaint file will be updated.